Event description:
Related manufacturer's reference number: 2017865-2021-32030. New information received notes that the right ventricular (rv) lead was exhibiting oversensing sensing noise. It was also noted that the rv and the right atrial (ra) lead had an insulation breach. The physician opted to explant the rv and ra lead, new leads were successfully implanted.